Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative was unable to duplicate the reported event. As a precautionary measure, the video receiver board (part #0670-00-0736) was replaced. The iabp was tested to factory specifications. It functioned normally and was released to the customer. The video receiver board is being requested to be sent to the manufacturing facility at (B)(4)for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp display would intermittently flicker, scrambling the display. It would only happen for a few seconds and the display would turn to normal. No patient was involved.